Event description:
The reporter stated the surgeon was inserting a competitor's lens and the trailing haptic tore. Damage to the lens capsule occurred. The lens was removed and another lens was inserted without enlarging the incision. Sutures were not required to close the incision.

Manufacturer narrative:
Lot number search. A cartridge lot number search was performed and three similar complaints were found. An injector lot number search was performed and four similar complaints were found.